Manufacturer narrative:
A3 information was received and added.

Manufacturer narrative:
D1, d4 and h4 fields were revised due to new information received.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp being placed for the support of a 63 year old male patient who was admitted in with known coronary artery disease, with a plan for a high risk percutaneous coronary intervention (hrpci) in the cardiac catheterization lab. The team was prepping the system when there was a purge cassette failure. The cassette was being primed at the console when the priming failed. The team replaced the cassette but, when the second cassette failed, the team found they had to replace the console. Priming was successful on the new console and the case could proceed. The priming failure will be conservatively reported for hemodynamic instability due to temporary hemodynamic support delay during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Added: d6a (date of implant) and d6b (date of explant). Corrected: d1, d4 and h4 due to new information received.